Event description:
On november 6, 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was continuously displaying the 'insert strip" prompt although blood had been applied to the test strip. The medical affairs specialist (mas) mailed a letter to the patient on november 13, 2006, since he could not be reached by telephone on two separate days. The mas also listened to the call between the reporter and customer care advocate (cca) to obtain/verify information. The patient stopped using the reported meter back in early october 2006, because of the alleged meter issue. He was supposed to be testing twice a day. About a week later, the patient developed symptoms of feeling dehydrated and sluggish. The patient was described as being appearing "sickly, worn out, old, and his eyes were red and sunken.: his voice was also "hoarse." The patient takes "glipizide and metformin" two times per day. On the day of the call between the reporter and customer care advocate (cca), the patient complained of having tingling in his arms, fingers, and hands. He did not seek or receive any medical treatment, due to the tingling symptoms. The patient was not using a correct technique for testing with the reported meter, the cca determined that he patient was applying blood to the test strip, before inserting the strip into the meter. The meter, test strips, and control solution were replaced . It would have been helpful to know the following information: if the patient ever attempted to treat the symptoms and if he was following his medication regimen as prescribed before and during the time of concern. In addition, it would have been helpful to know the following information: if the patient ever attempted to treat the symptoms and if he was following his medication regiment as prescribed before and during the time of concern. In addition, it would have been helpful to know if the patient use a backup meter, how long the patient had the reported meter, and what his last successful reading was before the event occurred. This complaint is being reported due to the following conclusion: the patient was unable to test his blood glucose, because of the alleged meter issue from not using the proper testing technique. The patient stopped using the meter and later developed symptoms of dehydration and obtained a high blood glucose result in a doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.